Event description:
As reported, the av access pt received a 6mm gore-tex vascular graft in the right arm. Approx 5 yrs post implant, the pt developed edema at the graft location. The physician explanted the graft and returned the graft for further analysis.

Manufacturer narrative:
Implant date is unknown; however, the implant duration was 5 yrs. Device eval anticipated, but not yet completed. The investigation is presently in progress.